Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).

Event description:
During a reverse shoulder procedure, the impactor strike plate fractured off the instrument.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The product was visually examined. The strike plate has sheared off the handle. The instrument shows evidence of scratches and nicks, indicating previous use. The device history records were reviewed and no discrepancies were identified. The root cause was determined to be design issue. A design change was initiated which will change the connection between the strike plate and impactor body from epoxy to a weld. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.